Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of approximately 40 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. No additional information was provided.